Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the frame is bent, making the right rear wheel rub against the frame. The dealer stated they put a new wheel assembly on the chair and still had same issue.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Per the initial evaluation, the right arm had too much play and rubbed the right rear wheel with weight in the chair. An expanded evaluation was performed. Per the expanded evaluation report, the right rear wheel was out of round and did not roll completely straight. As it rotated, the wheel moved between about 3/16 and 5/16 of an inch away from the arm rest. Therefore, the complaint of the right rear wheel rubbing against the frame was confirmed. However, the underlying cause was not due to the frame being bent, but rather the right rear wheel was out of round.

Event description:
The dealer stated the frame is bent, making the right rear wheel rub against the frame. The dealer stated they put a new wheel assembly on the chair and still had same issue.